Event description:
It was reported that the patient with this tactra penile prosthesis experienced dissatisfaction with the concealability of the device, as it rolls-over on itself. A replacement surgery was scheduled. No additional information was provided.